Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to unspecified reasons. A non-johnson & johnson lens (21.0) diopter was used as replacement and there was no planned intervention required. There was no patient injury reported. It was noted that the lens will not be returned as the pieces were thrown out, scrub forgot to save them. No additional information was provided.